Manufacturer narrative:
The drill was received by the manufacturer, however, the complaint could not be replicated because the device would not operate. Internal components were evaluated, which revealed that the rotor assembly was stuck in the motor assembly. If the rotor and associated bearings are not allowed to rotate freely, heat will be generated due to excessive friction among mating components. The rotor assembly and bearings were replaced, and the drill was returned to the user facility.

Event description:
It was reported that during a surgical procedure, the drill heated up. Backup equipment was used to complete the procedure, causing a 5 minute delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.